Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported 216 communication error could not be reproduced. And the root cause of the issue could not be determined. Additionally, the observed scope connector corrosion was determined to be, due to water leakage. However, the root cause of the issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis eus ultrasound bronchofibervideoscope presented with an abnormal image and an error code e216 (scope communication message). The customer tried cleaning the connections and switching the processor off and on, but it did not help. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was evaluated, and the reported issue of the e216 error message was a sporadic failure. The failure could not be confirmed, but its occurrence was likely. Additional issues were identified during the device evaluation:due to damage on plug unit, scope connector could not be connected securely; cover of charge-coupled device cable was peeled; cable unit had corrosion due to water leakage; image guide bundle had significant breakages; distal end was deformed; light guide lens was dirty; due to breakage of light guide-bundle, no illumination was obtained; due to deformation of connector tube, connection between bending section and connecting tube was not secured; due to damage on the condenser, the insulation resistance between the connectors did not reach the standard value; due to deformation of ultrasonic connector, ultrasound image became distorted when ultrasound cable was pushed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.